Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the abdomen on (B)(6) 2021. After the sensor was inserted, the patient noted she was bleeding and applied pressure, topical vitamin c, and ice to the area unsuccessfully. As the patient was unable to stop the bleeding, her spouse took her the emergency department (ed). She was treated with unspecified antihemorrhagic and pain medications, and the wound was sutured. The patient was released home and stated the wound remained painful for 2 weeks after the event. Additionally, the patient has a history of taking anticoagulants (brilinta 90 mg twice a day, aspirin 80 mg once a day), myocardial infarction, cardiac stents, and a liver transplant. No product or data was provided for investigation. The allegation could not be confirmed and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).